Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 413 mg/dl. Reportedly, the customer went to the emergency room and had their bg level checked. The customer did not receive any medical intervention and left soon after the bg was checked. Reportedly, the customer reverted to an alternate method of insulin therapy.